Event description:
The account reported that during/upon a polypectomy, the pt's colon wall was perforated. The electrosurgical generator (esu) was in the endocut mode. The pt complained of abdominal pain when being discharged a day after the procedure. Therefore, a CT scan was performed which revealed a small pin sized perforation. They underwent surgery and are doing fine.